Event description:
Reporters reported that some of the nipro blood lines that they had received had a kink in the tubing. Initially, the problem was thought to be cosmetic in nature with no effect on performance. Further complaints were made that the kink "inhibits proper flow and causes complications during dialysis." The venous line of an unused set is being held for pickup, and return to nipro medical corporation for evaluation.